Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cryoablation procedure was performed in (B)(6). The physician was aspirating and flushing the flexcath steerable sheath for each catheter exchange. The first three times that the physician aspirated and flushed, there was no air present in the syringe. The fourth time, there was a visible air bubble drawn into the syringe. No adverse event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.